Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure of the axillary artery. Reportedly, resistance was noted during removal and the proglide device separated into two pieces at the guide. The separated sheath portion of the proglide device was snared out. No tissue damage occurred. No resistance was noted during advancement of the device into the anatomy. The lever was returned to its original position and the foot close prior to device removal. Manual arterial compression was applied to achieve hemostasis. The proglide device was removed from the anatomy with the foot intact; however, a foot separation occurred outside the patient anatomy post procedure, prior to packaging. The separated foot piece was discarded. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation and foot separation were confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10: concomitant product.